Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited pacing inhibition during an ablation procedure, despite being programmed to the electrocautery protection mode. In electrocautery protection mode, this device is designed to provide asynchronous pacing. Boston scientific technical services (ts) was contacted for assistance. Ts discussed that the device is designed to truncate any outgoing pulse if a certain amount of energy is sensed on the lead in electrocautery protection mode. This device remains in service. No adverse patient effects were reported.